Event description:
Philips received a complaint on the v60 ventilator indicating that the device was overheating. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device had been overheating. The asp also provided that the device diagnostic report (drpt) was unavailable. The asp stated that the device filters were cleaned and replaced to resolve the overheating issue. Following the servicing of the filters, the device was confirmed to be fully functional and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).